Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of her right fallopian tube"), pelvic pain ("pain right pelvic side"), menorrhagia ("abnormal bleeding (menorrhagia), heavy menstrual flow") and device dislocation ("migration of essure device") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "malformation of the device". The patient's concurrent conditions included obesity and adenomyosis. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 1 year after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal mycotic infection ("infection (vaginal) type yeast"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain") and back pain ("lower back pain"). In (B)(6) 2016, the patient experienced fallopian tube enlargement ("enlarged right fallopian tube"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), device dislocation (seriousness criterion medically significant and intervention required) and sciatic nerve injury ("sciatic nerve injury"). The patient was treated with surgery (endometrial curettage). At the time of the report, the fallopian tube perforation and abdominal pain had not resolved and the pelvic pain, menorrhagia, vaginal haemorrhage, vulvovaginal mycotic infection, depression, anxiety, migraine, device dislocation, dysmenorrhoea, vaginal discharge, fatigue, weight increased, fallopian tube enlargement, back pain and sciatic nerve injury outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, fallopian tube enlargement, fallopian tube perforation, fatigue, menorrhagia, migraine, pelvic pain, sciatic nerve injury, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: insertion procedure: 3 trailing coils on the left and opposite side with 8 trailing coils on the right side. In or about (B)(6) 2016, plaintiff sought medical attention for her symptoms. Plaintiff still suffers from symptoms. Currently planning essure removal: scheduled date (B)(6) 2018. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion, migration. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated to (B)(6) 2008. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), (bladder/ urinary tract/vaginal) type: yeast infection, depression, anxiety, migraines, headaches, migration of essure device, dysmenorrhea (cramping), pain, vaginal discharge, fatigue, weight gain, enlarged right fallopian tube, sciatic nerve injury added. Plaintiff is planning essure removal (scheduled date : (B)(6) 2018) incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of her right fallopian tube"), pelvic pain ("pain right pelvic side"), menorrhagia ("abnormal bleeding (menorrhagia), heavy menstrual flow") and device dislocation ("migration of essure device") in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "malformation of the device". The patient's past medical history included gravida, parity 2 and c-section. Concurrent conditions included obesity and adenomyosis. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 1 year after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal mycotic infection ("infection (vaginal) type yeast"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain") and back pain ("lower back pain"). In (B)(6) 2016, the patient experienced fallopian tube enlargement ("enlarged right fallopian tube"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), sciatic nerve injury ("sciatic nerve injury") and fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast"). The patient was treated with surgery (endometrial curettage) and surgery (endometrial curettage). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, abdominal pain and fungal infection had not resolved and the pelvic pain, menorrhagia, device dislocation, vaginal haemorrhage, vulvovaginal mycotic infection, depression, anxiety, migraine, dysmenorrhoea, vaginal discharge, fatigue, weight increased, fallopian tube enlargement, back pain and sciatic nerve injury outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, fallopian tube enlargement, fallopian tube perforation, fatigue, fungal infection, menorrhagia, migraine, pelvic pain, sciatic nerve injury, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: insertion procedure: 3 trailing coils on the left and opposite side with 8 trailing coils on the right side. In or about (B)(6) 2016, plaintiff sought medical attention for her symptoms. Plaintiff still suffers from symptoms. Currently planning essure removal: scheduled date (B)(6) 2018. Current weight 218 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion, migration most recent follow-up information incorporated above includes: on 25-jul-2018: pfs received an event " yeast infection " added. Outcome of event " yeast infection" is not recovered/ not resolved. Historical condition are added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.